Event description:
The customer reported that the buttons kept going up by themselves. The blood glucose reading was not known. Prior to the event, the customer went swimming. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Act button did not respond due to flattened button dome switch. No scrolling numbers display anomaly noted. Pump received with protruded/loose drive support disk, scratched display window, cracked display window,broken battery tube threads, cracked reservoir tube lip, missing end capsticker.